Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. It was discovered that there was no power to the system. The service call was cancelled.